Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event regarding correction loss, palmar tilt of 21 degrees, radial inclination of 19 degrees, and ulnar variance of 7mm could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopedic surgery, osaka city university graduate school of medicine, japan ¿. The title of this report is ¿computer-assisted three-dimensional corrective osteotomy for malunited fractures of the distal radius using prefabricated bone graft substitute ¿, published on december 23, 2018. Which is associated with the stryker ¿matrix smartlock system¿. The article can be found at doi: 10.1142/s2424835518500467. This report includes an analysis of the clinical data that was collected on 19 patients. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced correction loss and palmar tilt of 21 degrees, radial inclination of 19 degrees and ulnar variance of 7mm. The report states, ¿the correction loss gradually progressed until eight weeks post-operation, despite the use of a wrist splint. Although bone union was achieved at one year, x-ray imaging parameters at final follow-up were palmar tilt 21°, radial inclination 19° and ulnar variance 7 mm.¿

Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of nonunion could be confirmed from the available information and x-ray in the literature study. The available report is well-written and well documented, it shows that an accurate reconstruction of a distal radial nonunion can be achieved with the use of a computer-guide prefabricated 3d bone graft substitute. After the implantation of the 3d bone graft substitute, the osteotomy site was fixed with a plate and screws. From the available radiographs, we conclude that the correction was partly lost over time due to insufficient incorporation and bone healing at the site of the osteotomy. The plate was placed on the dorsal side, increasing the working arm of the flexors. Although not fully scientifically correct, it can be estimated that the forces on the small area of the plate can be higher which leads nonunion and partial resorption of the bone graft substitute there is no migration, and the parts of the plate with the screws are still well fixed in the bone. Based on the investigation, the root cause was attributed to being user related. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopedic surgery, osaka city university graduate school of medicine, japan ¿. The title of this report is ¿computer-assisted three-dimensional corrective osteotomy for malunited fractures of the distal radius using prefabricated bone graft substitute ¿, published on december 23, 2018. Which is associated with the stryker ¿matrix smartlock system¿. The article can be found at doi: 10.1142/s2424835518500467. This report includes an analysis of the clinical data that was collected on 19 patients. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced correction loss and palmar tilt of 21 degrees, radial inclination of 19 degrees and ulnar variance of 7mm. The report states, ¿the correction loss gradually progressed until eight weeks post-operation, despite the use of a wrist splint. Although bone union was achieved at one year, x-ray imaging parameters at final follow-up were palmar tilt 21°, radial inclination 19° and ulnar variance 7 mm¿.